Event description:
It was reported by the affiliate that when the device, with reload cartridge, was used during an endoscopic lung biopsy procedure, it would not open. Another device was used to complete the case. There was no consequence to the patient.